Event description:
On november 22, 2004, the pt contacted lifescan alleging that his one touch tasttake meter was reading inaccurately erratic. The pt reported blood glucose results of 33 mg/dl and 150 mg/dl with a lifescan meter, performed within 10 minutes of each other. He took insulin following the use of the meter and started feeling dizzy and having blurry vision. He contacted a medical professional; however, no treatment was received. The customer care representative was unable to walk the pt through quality control testing, as he had replaced the meter with his pharmacist. Based on statistical methodology, the calculated difference of the blood glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. No products were replaced.